Manufacturer narrative:
The insulin pump had button error alarm due to corroded keypad trace. No moisture damage found on electronic assembly and motor. The device was also received with missing end cap sticker. Display functioned properly with testing case and no frozen on display was noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm, keypad anomaly, no delivery alarm, and frozen display. The blood glucose at the time of the incident was 328 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.